Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) for what appeared to be supraventricular tachycardia (svt). Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating this ICD device delivered 2 inappropriate shocks for what appeared to be supraventricular tachycardia (svt). Device remains in service. No additional adverse patient effects were reported.